Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. Stryker determined that the reed switch sw5 was the cause of the reported issue. Stryker archived the device, and the customer received a replacement device.